Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 667 mg/dl. Customer stated infusion set had bent cannula and insulin pump was damaged. Customer was using auto mode. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.